Event description:
It was reported that during the implant attempt while manipulating the lead and angioplasty wire, it was noted the wire no longer protruded through the tip seal of the lead. The wire was bound at the tip of the lead and would not extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. There was blood (not obstructed) on the distal and proximal conductors.